Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Patient age and sex received - patient was a (B)(6) male.

Event description:
The customer reported that during patient care, their device showed "service" across the screen and the display was flickering. This issue is indicative of a device lock-up and the device could not be used at the time. The customer reported that after power cycling the device, they were able to continue patient care. The patient was only being monitoring for non invasive blood pressure (nibp) and did not suffer any adverse effects as a result of the reported failure.